Manufacturer narrative:
Sample was collected in greiner liheparin with gel tubes and centrifuged at 2800 rpm for 15 minutes. Qc is run every 24 hours and was within range prior to event. No system check data was supplied. Service was declined by the customer. No root cause has been determined for this event to date. This reportable event was identified during a retrospective review of complaints within the date range of (B)(4) 2011 - (B)(4) 2011 for additional reportable event/occurrence.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutni result below the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory and the patient was admitted to the hospital for observation. The sample was repeated on the same unit and negative result was obtained.